Event description:
The customer reported that the piston in the insulin pump was still pushing insulin even when he was holding the activate button; the customer then received an alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched screen and case, cracked battery tube threads, and missing address label.